Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and repair surgery on (B)(6) 2019. It was reported that the patient experienced pain during sexual intercourse, blood in urine, vaginal discharge, urinary tract infections. No additional information was provided.